Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using a pediatric 12fr esophageal probe on a neonate because that was the only probe, they could find that was compatible with the temperature in cable in an arctic sun device. Now they were getting an alarm that the temperature was too low and therapy was stopping. Patient temperature (pt) was 32.4c. Low patient alert was set to 32.0c. Checked event log. Alarm 14 (patient temperature probe out of range), alarm 15 (unable to obtain a stable patient temperature), alarm 50 (patient temperature erratic), and alarm 114 (treatment stopped) in event log. Explained that either the temperature in cable or temperature probe need to be replaced. One of the two were damaged making the device unable to read a stable patient temperature. They were still using s/n (B)(6). Nurse wanted to know if there was anything else they need to be doing to make sure the device was working properly. Confirmed they continued to receive erratic patient temperature alarms and therapy was stopping . Explained that if they were unable to replace the temperature in cable or esophageal probe to clear the alarms, they should discontinue therapy. The device was unable to properly measure the patient's temperature meaning the device could cool or warm the patient because it could not measure the accurate patient temperature. Nurse stated that they would discuss with the doctor.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they were using a pediatric 12fr esophageal probe on a neonate because that was the only probe, they could find that was compatible with the temperature in cable in an arctic sun device. Now they were getting an alarm that the temperature was too low and therapy was stopping. Patient temperature (pt) was 32.4c. Low patient alert was set to 32.0c. Checked event log. Alarm 14 (patient temperature probe out of range), alarm 15 (unable to obtain a stable patient temperature), alarm 50 (patient temperature erratic), and alarm 114 (treatment stopped) in event log. Explained that either the temperature in cable or temperature probe need to be replaced. One of the two were damaged making the device unable to read a stable patient temperature. They were still using s/n (B)(6). Nurse wanted to know if there was anything else they need to be doing to make sure the device was working properly. Confirmed they continued to receive erratic patient temperature alarms and therapy was stopping. Explained that if they were unable to replace the temperature in cable or esophageal probe to clear the alarms, they should discontinue therapy. The device was unable to properly measure the patient's temperature meaning the device could cool or warm the patient because it could not measure the accurate patient temperature. Nurse stated that they would discuss with the doctor.